Event description:
In 2009, pt stated that he has had problems with recurring bubbles in his infusion tubing. He stated that those gaps in the infusion tubing are causing his readings to be higher than normal. Pt states his elevated readings have been around 210 mg/dl. His normal range is between 80 - 120 mg/dl. He stated that he tries to correct the highs and then is causing rebound lows in the 60's mg/dl. He has not had to seek any outside medical attention. Advised on adjusting the insulin cartridge volume when changing the insulin cartridge. Advised to attach the infusion tubing to the adapter before inserting the insulin cartridge into the infusion device. Advised against disconnecting the insulin cartridge at the end to the infusion device. Pt stated he will try these and see if that helps. Pt states he currently does not have air bubbles in his infusion tubing as he has primed them out. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set will not be returned.

Manufacturer narrative:
No product will be returned for evaluation.